Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water could not be inserted into the balloon at the irrigation site, and as a result, the balloon inflation failed. The foley was retracted and another foley was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water could not be inserted into the balloon at the irrigation site, and as a result, the balloon inflation failed. The foley was retracted and another foley was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water could not be inserted into the balloon at the irrigation site, and as a result, the balloon inflation failed. The foley was retracted and another foley was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water could not be inserted into the balloon at the irrigation site, and as a result, the balloon inflation failed. The foley was retracted and another foley was used.

Manufacturer narrative:
Received 1 used latex foley catheter with the original unit packaging. Sample was evaluated and no pinch or blockage observed. Per the functional testing, a lab syringe was used to inflated the balloon with 10cc water, using normal fill technique and the balloon inflated without difficulty in 9sec. The inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again using the quick fill technique, and the balloon inflated without difficulty. The inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. Per the dimensional evaluation for reference, the following results were found: eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 13/32¿, eye snip distance from proximal cuff 20/32¿, rubberize thickness 17 thou, reinforcement 209 thou, inflation funnel thickness 53 thou, balloon thickness (average) 22 thou, inflation lumen coverage 15 thou. Based on the event description it was determined that the user incorrectly inflated the balloon by the irrigation site; therefore, the reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the balloon-gently insert a syringe in the catheter valve." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water could not be inserted into the balloon at the irrigation site, and as a result, the balloon inflation failed. The foley was retracted and another foley was used.